Event description:
The pt complained about the pain around the knee. Breakage of the insert was highly suspected in x-rays. Revision surgery revealed breakage of the tibial insert and severe metalosis in the joint. The femur and tibia bones were also found to be broken; therefore, the femoral and tibial components were replaced.

Manufacturer narrative:
Information provided and the examination results are insufficient to determine the cause of this event but suggest that the patient disease is a major factor.